Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hypoglycemic event on (B)(6) 2014. The reporter stated that the patient had a blood glucose level of 52 mg/dl with symptoms of minor expressive dysphagia and perspiration. The reporter stated that the patient had inadvertently infused an extra amount of insulin during the fill cannula step of the priming process. The reporter stated that the patient had infused 1 unit of insulin while the infusion set required only 0.5 units in order to properly fill the cannula. The patient allegedly remained on the pump following the incident. This complaint is being reported because a patient allegedly experienced a hypoglycemic event as a result of an inadvertent infusion of insulin.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: there was no activity related to the alleged issue observed in the pump's histories. The recorded black box and histories for the event on (B)(6) 2014 has been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. Before priming, the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿. The pump passed a flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.